Event description:
It was reported that pump experienced malfunction with code 12, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, while technical support arranged shipment of replacement pump.